Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that it isn¿t working for me. Incontinenceis still an existing issue with my everyday living. When I am signaled that I have to go, it is too late. (Con): additional information was received from the patient on (B)(6) 2025. They reported that the permanent battery placement was put in on the left side, and the wire was put on my left side. The rep tried different programs in them, but it just did not work for them, and their hcp suggested another surgery to place the lead wire on the right side, the same as the temporary surgery. This surgery was on (B)(6) 2023, and they other programs offered but could not find one that would give them relief. They wear the heaviest pads there are. When I hike up a hill, there are no real issues until they have to go down a hill.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that it isn¿t working for me. Incontinence is still an existing issue with everyday living. When they are signaled that they have to go, it is too late. Additional information was received from the patient on (B)(6)2025. They reported that the permanent battery placement was put in on the left side, and the wire was put on their left side. The rep tried different programs in them, but it just did not work for them, and their hcp suggested another surgery to place the lead wire on the right side, the same as the temporary surgery. This surgery was on (B)(6)2023, and they other programs offered but could not find one that would give them relief. They wear the heaviest pads there are. When they hike up a hill, there are no real issues until they have to go down a hill.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ps40 implanted: (B)(6)2023 explanted: (B)(6)2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.